Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. The cause for the reported issue is unknown. No pump issues were identified.